Event description:
The facility representative reported an ipump with a condition of needing the "I-pump mechanism replaced. The process step is unknown. This condition has the potential to interrupt delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of needs mechanism replaced involving an ipump was confirmed and reproduced during device evaluation. The assignable cause was not identified. Due to estimate refusal by the customer, no repairs were made to fix the reported condition.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.baxter has received similar reports for this reported condition.